Event description:
On (B)(6) 2015, the subject device was used during a laparoscopic proctectomy. At the end of the procedure, about 6 hours later from the beginning of use, the ptfe pad of the device wore. The user exchanged it with another thunderbeat and completed the procedure. The user stated that the cause of the wear was prolonged use beyond the durability. During the procedure, other abnormality of the device and any abnormality of the patient were not reported. On (B)(6) 2015, 8 days later from the above procedure, the patient complained of a stomachache. The leakage on rectum wall and the peritonitis were confirmed by the CT check. The patient underwent an emergency operation, and the hospitalization period was extended. The patient is being observing after the operation at present.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad of the device partially deformed, but whole ptfe pad remain intact and adhered to metal part of grasping section for full length. The manufacturing history was reviewed, with no irregularities noted. Furthermore, from the user's comment, the possible cause of this minor deformation is prolonged use beyond the durability. Considering the evaluation result of the subject device, omsc concluded that, there were no defects of the device which should be affected to any function. By the user's wrong handling, the hot device after output could have been in contact with tissue other than the target tissue. It is possible that the tissue received damage by influence of heat underwent necrosis after the procedure, which caused the delayed perforating. The instruction manual of the subject device already cautions; the grasping section and probe tip become hot due to extended ultrasonic output. Do not let it come in contact with tissues other than the target tissue. Based on the finding of the evaluation, this report appears to be related to user handling.